Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The type of this complaint is connecting problem. During checkout of devices conducted before sterilization, the surgeon could not connect reamers or other devices to the t-handle even after pulling the lock part to unlock. Then the surgeon tried to slide it back to its original place, but it stayed the unlocked position. By using the replacement, the surgery was completed without any delay. There is no harm to the patient.

Manufacturer narrative:
: Conclusion and justification status for MDR: functional examination of the submitted device could not replicate the reported inability to connect with a mating instrument. The device assembled and disassembled with no restrictions. The root cause of the reported event is unknown. Based on the inability to replicate the reported event or identify any evidence of product error as a contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.